Event description:
It was reported that this right ventricular (rv) lead shock lead has exhibited a gradual increase in shock impedance, from 80 ohms to over 126 ohms. The rv lead has exhibited high out of range shock lead measurements. This rv lead remains in service. No adverse patient effects were reported.